Manufacturer narrative:
Concomitant medical products: 4196 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead dislodged and was not pacing. The lead was partially explanted - the lead tip broke off and remains in the patient - and replaced. It was also reported that the right atrial and ventricular leads were explanted and replaced to gain vein access. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the distal segment was returned, analyzed, and no anomalies were found. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.